Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink IV catheter extension set had leaked. The leak had occurred at the distal junction of an interlink set, between the tubing and the end. The customer reports that there was no torque, pressure or traction on the tubing. The issue occurred prior to use. No additional information is available.